Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; the fiber glass cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, forward firing was observed @ 19:05 minutes of use. The fiber was exchanged and completed the procedure with the second fiber with a total of 114,474 joules used. Gland volume 27 ml. There was "no patient injury" reported.